Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 5. The caregiver (cg) stated that the home patient (hp) pulled the patient line from the transfer set. The cg states that the hp is not mentally stable. The technical service representative (tsr) had the cg notify the nurse and advise for completing therapy. The transfer set disconnection will be addressed in a separate report. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient resumed therapy with no further issues. The patient has been to the clinic since this event. There was no patient injury or medical intervention associated with this event. No further information is available. Product surveillance contacted the patient's cg on (B)(6) 2011. The cg stated that the patient had disconnected the patient line from the transfer set. The nurse was notified and she was advised to not re-connect. The supplies were discarded and the patient has resumed therapy with no further issues.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) occurred during drain 5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver (cg) stated that the home patient pulled apart the transfer set from the patient line. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the report. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).